Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's ac power cord was removed and returned. The reported malfunction was not replicated or confirmed. The ac power cord was put through extensive testing without duplicating the customer's report. Reports of this nature do not meet the criteria for reportability. The power cord was scrapped and the customer received a replacement. No trend is associated with reports of this type.

Manufacturer narrative:
The device was not returned for evaluation; an ac power cord was returned; however it was a non-zoll product. Our evaluation of the power cord was inconclusive. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed the earth ground resistance test. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.